Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks; the patient was otherwise asymptomatic. Device interrogation revealed noise on the right ventricular lead resulting in inappropriate shocks. It was also noted that the lead exhibited increased impedance, drop in sensing, increased capture thresholds. The lead was capped and replaced. The patient was stable following the procedure.